Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse instructed the customer to replace buffers 2 and 3. The customer recalibrated and ran controls again with good precision and good results. No further action was required by field service. The most probable cause of the reported event was due to contaminated buffers.

Event description:
On (B)(6) 2016, the customer contacted technical support (ts) to report g8 imprecision and the inability to recover controls. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.